Event description:
An orsiro drug-eluting stent system was selected for treatment. Upon unpacking and removing the protector cap, the stent dislodged from the balloon.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Microscopic inspection of the exposed balloon surface revealed stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned on the transportation wire inside the protector cap. The stent is not deformed or damaged. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.